Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the controller and cgm (continuous glucose monitor) were not communicating so patient was not getting bg (blood glucose) values. The pod was also leaking insulin. Length of time pod was worn, and pod placement location were not provided. The patient was treated with fluids and insulin injections. The patient was discharged from the hospital three days later. The pod was worn when seeking medical attention. Patient reported applying a new pod.